Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged black mold grew on a humidifier seal, which was on the backside of a humidifier lid, and an area of a seal where to air coming through. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.